Event description:
It was reported that this non-boston scientific device exhibited high out of range shock measurements on the right ventricular (rv) lead. Device system replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this non-boston scientific device exhibited high out of range shock measurements on the right ventricular (rv) lead. Device system replacement was recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.